Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. They reported they got the stimulator to help with bowel and chronic constipation. They said they had gone to the healthcare provider twice and was cleared and good to go. They said they were still feeling stimulation like 80% of the time. They asked if they turned it down to 0.4 or 0.5 if that was ok, or could they leave it higher. They said they were highly sensitive to the stimulation and could not stand it above 1 on any of the programs. They said they found the stimulation painful and thought that was what it was supposed to do. They had tried another program and set it lower, it was more comfortable, but when they changed positions they noticed little electrical shocks, intense tapping when they sat down, so they decreased it again. They said it reminded them of how a tens unit felt. Device education information was reviewed, online symptom diaries were offered and sent. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) in response to an inquiry for more details regarding the event: the cause of the patient feeling stimulation 80% of the time was described as: on (B)(6) 2019 the patient indicated cycling through programs and settings helped to achieve 80%. Actions taken to resolve patient feeling stim 80% of the time was cycling through programs and settings and changing positions. Patient was told if she was not able to achieve relief to call the support line. No further complications were reported or anticipated.